Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Mandatory medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an increase in pacing threshold and a loss of capture were observed. Exit block was suspected. The lead was explanted when repositioning was unsuccessful.